Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a hedstroem m-access 25mm 008 file broke during use. Reportedly, broken part was removed. Outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information: the product has been scrapped by the customer. The device has been used more than 30 times before the separation. The broken file was caused by the customer's personal operational issue (...) The additional information from sales is as follows: the product packaging has been discarded, and the batch number cannot be found; the patient was not injured; there was no further treatment after the event. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Investigation results involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Customer stated having used the file more than 30 times before it breaks. Multiple reuses may increase the risks of breakage. Obviously in that case, there was overuse from the customer. Root cause is customer misuse. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code -4580, health effect - impact code - 4648. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - clinical code -4582, health effect - impact code -2199. This is a follow up report to correct these/this code(s).